Event description:
It was reported that this pacemaker exhibited a suspected decrease in longevity. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected. Boston scientific technical services recommended device replacement. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that the pacemaker was explanted due to premature battery depletion. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a suspected decrease in longevity. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected. Boston scientific technical services recommended device replacement. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that the pacemaker was explanted due to premature battery depletion. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited a suspected decrease in longevity. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected. Boston scientific technical services recommended device replacement. The device remains in service at this time. No adverse patient effects were reported.